Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a prostatectomy while ligating the prostatic vessel, 1st and 2nd applications were successful; it slips on the third time. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, kenosha facility as part of a 5instrument was evaluated and it was found that the knob rotation and handle to jaw mechanisms where very dry and sluggish feeling signifying that this instrument is in need of proper lubrication and will not function properly thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, kenosha facility before instruments were sent to the customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. At this time it is suspected that this instrument was not lubricated prior to sterilization at the customer's facility as instructed in IFU l06109 r.04 which was supplied with the instrument at the time of manufacture. After initial investigation this instrument was properly lubricated as instructed in IFU l06109 r.04 and proper smooth function to all of its mechanisms was restored. This instrument can now pick-up, retain, close and release clips both with and without the other remarks: use of silastic tubing as required of its function.

Event description:
It was reported that during a prostatectomy while ligating the prostatic vessel, 1st and 2nd applications were successful; it slips on the third time. There was no reported patient injury.